Event description:
It was reported that the customer had a no deliver alarm on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer stated that insulin was injected into reported reservoir and it was connected to the infusion set. The doctor of the patient considered that the possible of this event was inappropriate connection between the infusion set and the reported reservoir. No further details given.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of 3 sealed and 2 opened and used reservoirs showed that they functioned properly and passed all functional testing. After testing it was concluded that the device operated within specifications.